Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the reported malfunction of an unspecified battery condition. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of an unspecified "battery/certification" condition was confirmed and reproduced during device evaluation. The cause was due to a defective main battery and it was replaced, in order to fix the reported problem. A follow-up report will be filed if any additional details become available.